Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump has intermittent button response. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated the insulin pump had frequently no or intermittent button response on all buttons. The customer changed the battery it did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.